Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, leak at the y-site lumen, 20g .75 inch. Resulted in having to re-stick patient. No other information was provided.

Event description:
It was reported by the customer, leak at the y-site lumen, and resulted in having to re-stick patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a leaking y-site for an infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Safestep infusion sets with y-sites were returned for evaluation. Each luer of the device was functionally tested and pressurized with water using a 12 ml syringe, and leaking was observed for the infusion set at the blue valve of the y-site during attempted pressurization at the proximal luer of the complainant safestep device. Because the blue valved portion of the y-site was observed to be leaking, the complaint of a leaking y-site is confirmed. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the supplier for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.